Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("recurrent abnormal uterine bleeding in the form of menometrorrhagia") and menorrhagia ("menorrhagia") in a 40-year-old female patient who had essure (batch no. 641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, uterine fibroids and endometritis. Previously administered products included for birth control: yaz and depo provera; for an unreported indication: ortho tri cyclen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced pelvic pain ("pain/pelvic pain"). On (B)(6) 2015, the patient experienced iron deficiency anaemia ("iron deficiency anemia"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation). Essure treatment was not changed. At the time of the report, the menometrorrhagia, menorrhagia, vaginal haemorrhage, uterine leiomyoma, pelvic pain, iron deficiency anaemia, fatigue, back pain and pain in extremity had not resolved. The reporter considered back pain, fatigue, iron deficiency anaemia, menometrorrhagia, menorrhagia, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on and unspecified date plantiff underwent a dilation and curettage due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 27.211 kgs. Hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events pelvic pain, menometrorrhagia., menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: events- "iron deficiency anemia, fatigue, back pain, leg pain" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("recurrent abnormal uterine bleeding in the form of menometrorrhagia") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, uterine fibroids and endometritis. Previously administered products included for birth control: yaz and depo provera; for an unreported indication: ortho tricyclen. In (B)(6) 2009, 3 years 3 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced pelvic pain ("pain/pelvic pain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced iron deficiency anaemia ("iron deficiency anemia"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation). Essure treatment was not changed. At the time of the report, the menometrorrhagia, menorrhagia, vaginal haemorrhage, uterine leiomyoma, pelvic pain, iron deficiency anaemia, fatigue, back pain and pain in extremity had not resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, fatigue, iron deficiency anaemia, menometrorrhagia, menorrhagia, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on and unspecified date plaintiff underwent a dilation and curettage due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 27.211 kgs. Hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events pelvic pain, menometrorrhagia., menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: plaintiff fact sheet received. New events depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("recurrent abnormal uterine bleeding in the form of menometrorrhagia") and menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure (batch no. 641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced pelvic pain ("pain/pelvic pain"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menometrorrhagia and uterine leiomyoma outcome was unknown and the pelvic pain was resolving. The reporter considered menometrorrhagia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on and unspecified date plaintiff underwent a dilation and curettage due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 27.211 kgs. Hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, lab data,lot no. Added. Product information, concomitant drug event abnormal bleeding (vaginal), menorrhagia, uterine fibroids, pain/pelvic pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.